Event description:
It was reported the pt fell several months ago and is no longer receiving stimulation in her low back. It was also reported the pt experienced uncomfortable stomach stimulation during a programming session. Follow-up identified the pt is working with her physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.